Event description:
The event is reported as: the respiratory supervisor stated that when setting up the ventilators for the nicu and in doing the circuit pre-check, she had multiple circuits that would not pass the test. The circuit will not stay connected to the wye. The connection is too loose on the expiratory limb. No pt injury reported.

Manufacturer narrative:
The device sample was returned for evaluation, however, the results of the evaluation are not available at the time of this report.